Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: software 9736355 mnav os update computer 9735764 nav with pcoip s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to boot up the system, the system displayed a grub menu and then a black screen with scrolling white linux commands. Sections of the linux command read "failed to start pulse audio system server... Watchdog: bug: soft lockup -- cpu#11 stuck." One reboot was performed and system progressed through the expected bootup process and displayed the sign-in screen. On a second reboot, the system again displayed the scrolling linux commands, this time reading "spurious response" there was no patient involvement.

Manufacturer narrative:
H3, h6) a software analysis was conducted. As the site declined log obtainment, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.